Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error. The surgical technique guide, lt1-00017-en_f, outlines the following under tibial component: insert the tibial bearing implant after the cement has fully cured. Remove the tibial bearing trial using the tibial bearing trial puller instrument. Insert the final tibial bearing component into the tibial tray component anteriorly with the articulating surface facing the femoral component. Slide the tibial bearing component posteriorly until the posterior slot on the bearing engages the posterior lip on the tibial tray. Push the anterior edge of the tibial bearing down into the tibial tray component using thumb pressure until it snaps into place. Note: there is a 5° clearance built into the tibial bearing to allow for ease of insertion. It is normal for there to be a small gap at the anterior aspect in between the tibial bearing and the tibial tray once the bearing is fully seated.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that two ar-521-tba8 ibalance uka tibial bearing implants failed to snap into the tray. Multiple techniques were attempted, and the tray was confirmed to be free of debris; however, neither 8mm tibial bearings could be secured into the locking tabs. The component remained proud either at the central portion or on the medial side of the tray. This issue was identified during a right medial uka procedure on (B)(6) 2025. Additional information requested on 6/25/2025.